Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector and tubing of a transfer set. The patient was given antibiotic treatment as a preventive action. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which found the tubing separated from the patient adapter. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. Leak testing revealed a leak through the set at the tubing separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).